Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was/was not verified. The device was found out of specification in relation to the customer reported accuracy too low, which was reproduced. Flow accuracy test at rate 125 ml/hr, vtbi 125 ml resulted in 118.687 ml with error = -5.0504%.the cause was determined to be pressure plate was out of adjustment. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an accuracy, which was too low, and that it fail the volumetric test run at 200 ml/hr for 6 minutes. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.